Event description:
It was reported the pt is experiencing persistent soreness at her ipg site. The pt stated it is worse when touched and when the stimulation is turned on. The pt has a follow-up appointment with her physician to evaluate the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.